Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device restart/reboot itself and displayed an "ECG disabled" message. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was returned to zoll medical canada for evaluation; the customer's report was observed during review of the device data logs. However, the device was put through extensive testing including bench testing and ECG stress testing without duplicating the report. The defib receptacle was replaced as a precaution. The device was recertified and returned to the customer. The multifunction cable used at the time of the report was not returned for evaluation. Analysis of reports of this type has not identified an increase in trend.